Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the ins not being programmed was that the remote needed to be bonded to the device. There were no further complications reported or anticipated.

Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. The patient reported after the second surgery the ins wasn't programming and it was replaced in 2014. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported they went to their doctor and met with the manufacturer¿s representative where they got a remote for a different therapy instead of the correct programmer. The patient was directed to contact the manufacturer to get the correct programmer sent to them. There were no further complications reported or anticipated.